Manufacturer narrative:
During failure analysis the customer's complaint was confirmed; the device overheated during performance testing. Visual examination revealed the drive shaft and the spindle housing were stuck together and there was corrosion damage to the motor pins. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during a wisdom tooth extraction. No adverse event was reported; another device was used to complete the procedure without any procedure delay.